Event description:
It was reported that an incorrectly compounded bag of tpn, prepared using the abacus software, was administered to a patient. The intended order was to contain nacl; however, the user entered naoac, instead. The customer acknowledged the event occurred due to a user error, and was not an abacus software issue. No adverse patient outcome has been reported.

Manufacturer narrative:
(B)(4). A mix check report for the tpn order in question was reviewed. The mix check report provides detailed information concerning a specific order created through the use of the abacus software. This report includes information pertaining to the expected bag weight, measured bag weight, ordered ingredients and volumes, manual additions that are required for the specific order, and any errors encountered during compounding. This review confirmed the report of naoac being ordered in place of nacl. Based on the customer report, and the review of the mix check report, this event was determined to have been caused by user error. The abacus user guide directs users to thoroughly review all order data, as serious harm or death may occur if an adequate review is not completed. The abacus software completes an order only after an authorized user approves the order. A thorough review of all data on each tab in the order entry process will minimize the risk of medication error.